Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. The customer was informed that the lifepak 20 was no longer serviceable.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.